Event description:
The customer's mother reported via phone call that the customer's insulin pump was damaged at the rim that held the reservoir in place. The customer's mother confirmed the issue did not result in a serious injury or hospitalization. The customer's mother explained that the actual plastic was chipped and that the reservoir would not stay in place. It was found that the reservoir kept popping out. The customer's mother was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and broken reservoir tube lip.